Event description:
It was reported that while an implantable cardioverter defibrillator (ICD) that had reached elective replacement indicator (eri) was being explanted and replaced, the left ventricular (lv) lead became damaged. The lead was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2006; 6947 implantable tachy lead, (B)(6) 2009. (B)(4).